Event description:
The doctor had difficulty inserting the iab into the pt. A second iab was inserted. The iab was not returned to datascope for evaluation. (Event complications: unknown- reported 7/31/97.) (Pt's current status: discharged- rpt's 7/31/97.)